Event description:
The surgeon reported that on several occasions he has observed blue lint (irregular in shape) and had two patients return a week later (post-op) to remove the lint from the eye. The surgeon stated finding lint all over their instruments as well. Samples of lint have not been retained.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.